Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow control valve was replaced.

Event description:
The hospital reported that the output of the vaporizer was higher than expected. There was no reported patient injury.